Manufacturer narrative:
Event date: (B)(6) 2014. Rec'd by MFR date: 04/29/2014. Conclusion / root cause: the sensor board was tested and no failures were identified. The error code 9003 & 9004 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to pressure and flow sensor failure. It was reported that there was no pt involvement.